Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Last night sensor glucose was 322mg/dl with fingerstick 118mg/dl pump has been going off all morning. Customer predicted low blood glucose after treating for high and then had a low of 59mg/dl. Customer then ate carbs went up to 103mg/dl this morning customer was 233mg/dl gave herself 2.3 units then sensor glucose value of 184mg/dl showed 60mg/dl. Blood glucose value from reported event was 59 mg/dl and sensor glucose value from reported event was 118mg/dl. Sensor glucose value that triggered the suspend event was 60mg/dl. Suspend on low limit in sensor settings was 80mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test sensor passed per specification. Also, we performed bicarbonate buffer test and sensor failed per specifications due to high readings.